Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at an unknown level. It was reported that approximately 3 years post-op, the bkp treated vertebra was "collapsed". A revision plf surgery was performed at levels t9-l3 to treat the patient's kyphosis. Cement was not removed from the bkp-treated level during the revision. The patient is reportedly recovering from the procedure well and no post-plf complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.